Event description:
It was reported that 2 bd ultra-fine¿ pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: 320144 batch no: 0231140 and 0091873 consumer reported having pen needles that are not working. Stated no medication comes out of the pen needles during injection. Consumer does not prime. Date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0091873, medical device expiration date: 2025-03-31, device manufacture date: 2020-03-31, medical device lot #: 0231140, medical device expiration date: 2025-08-31, device manufacture date: 2020-08-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd ultra-fine¿ pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: 320144, batch no: 0231140 and 0091873. Consumer reported having pen needles that are not working. Stated no medication comes out of the pen needles during injection. Consumer does not prime. Date of event: unknown.